Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were not detected on the bus. A field service engineer (fse) found that no lights were present on either the module controller or the drawer controller, and using a meter, determined that the drawer 2.2 controller was defective. The fse replaced both controllers, verified the functionality of the drawer, and confirmed that the issue had been resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a hardware failure and was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.